Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was found to have a loose switch guard and an incorrectly seated motor connector. A review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. After the procedure was completed, the pneumatic connector broke. This occurred when disconnecting the hand piece. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.